Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per (B)(4) and eo residual levels in compliance with (B)(4). Each lot is confirmed to meet requirements for non-pyrogen city per (B)(4) and sterility per (B)(4) prior to release. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm). While wearing the device between 4 and 24 hours. In addition the patient reports the pods adhesive had separated from the pod infusion site, causing the cannula to become dislodged. The patients reported blood glucose level was between 70 mg/dl and 120 mg/dl. The patient reports having bruising as well as pain at the pod infusion site. The patient reports they went to urgent care where they were diagnosed with an cellulitis at the pod infusion site. The patient was prescribed antibiotics. The patient reports they were able to apply a new pod.